Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate therapy for a ventricular fibrillation (vf) episode; however, the right ventricular (rv) lead was found to have undersensing during the arrhythmia. The lead was checked and found to have high and elevated thresholds with the undersensing. The rv lead was revised and repositioned remaining in use. It was further reported that the right atrial (ra) lead had intermittent and no capture at maximum pacing output. The ra lead was revised and repositioned remaining in use. It was further reported that the patient¿s condition deteriorated and the rv and the ra leads were programmed off remaining in the patient out of service. The leads being turned off was not associated with any lead issue but due to the patient¿s deteriorating physiology. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.